Manufacturer narrative:
Reference (B)(4). Information received from codman complaint pr ID: (B)(4). No product return expected to natus.

Event description:
Eds3 unit has a crack at the thread of the drainage tip.